Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance values were high but within normal limits, ranging between 130 and 150 ohms. X-ray imaging was performed to assess position, and adipose tissue was seen under the coil. A revision procedure was planned. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating that the s-ICD system was explanted and replaced due to high shock impedance measurements and because the pulse generator was nearing battery replacement. When removing the electrode from the lateral tunnel, it got stuck near the collar at the terminal pin and the physician had to cut the lead. The electrode was also stuck on the superior tunnel, but was able to be fully removed. A new s-ICD system was implanted, with an shock impedance of 90 ohms, 83 ohms after defibrillation threshold (dft) testing. No additional adverse patient effects were reported.